Manufacturer narrative:
The device was received not deployed. The download data indicates that the pod completed its first priming sequence and then it was subsequently deactivated by the user. Data shows that the device was in pod state 14, indicating that pod activation was not completed within the allotted period of time. No damages or defects were observed that would result in a needle not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pink slide was not visible therefore the needle mechanism did not deploy as intended during activation.